Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unk to us at this time. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the collar broke off of two different hemopro 2 adaptor cables. The hosp did not report any pt effects. The event date is unk. It is unk how the procedure was completed. Maquet cardiovascular anticipates return of the product in question. Refer to medwatch#: 2242352-2011-01707.